Event description:
It was reported that the catheter kinked within the patient's arm. No other information was provided. Additional information from facility stated the PICC was inserted left basilic vein. It was reported that the device was removed and replaced with no harm to the patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause could not be determined from the x-ray photos provided. Two radiographic images of a PICC catheter within a patient were provided for evaluation. The first image appears to show a catheter in the left side arm and upper chest. Two sharp and distinct kink locations are present in the lower arm region. The second photo appears to show the same image as the first photo. The product information is unknown, and the lumen configuration could not be determined. Based on the photos provided, possible contributing factors include catheter bunching, securement technique, and placement location. Since the catheter was observed to be kinked, the complaint is confirmed. The catheter type is unknown; however, the powerpicc instructions for use (IFU) found at bardaccess.com cautions, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort¿. A lot history review (lhr) of reds2456 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause could not be determined from the x-ray photos provided. Two radiographic images of a PICC catheter within a patient were provided for evaluation. The first image appears to show a catheter in the left side arm and upper chest. Two sharp and distinct kink locations are present in the lower arm region. The second photo appears to show the same image as the first photo. The product information is unknown, and the lumen configuration could not be determined. Based on the photos provided, possible contributing factors include catheter bunching, securement technique, and placement location. Since the catheter was observed to be kinked, the complaint is confirmed. The catheter type is unknown; however, the powerpicc instructions for use (IFU) found at bardaccess.com cautions, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort¿. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter kinked within the patient's arm. No other information was provided.